Event description:
The attached journal article is a retrospective review of 1000 consecutive breast reconstruction venous anastomoses cases which were performed using the microvascular anastomotic coupler between (B) (6) 2002 and (B) (6) 2008. Overall, there were 6 instances of venous thrombosis (0.6%). The fourth venous thrombosis occurred on post-op day 4. A segment of the vein graft was used to bridge the gap (coupled on both ends) and urokinase was infused through the flap. There was complete survival of the flap. Same problem and journal article source as the following MFR report numbers, but separate pts and events: 2183620-2010-00020, 2183620-2010-00021, 2183620-2010-00022, 2183620-2010-00024, 2183620-2010-00025.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot # was unavailable. Implanted between (B) (6) 2002 - (B) (6) 2008. Journal article is attached: jandali, s, wu, lc, vega, sj, kovach, sj, serletti, jm. 1000 consecutive venous anastomoses using the microvascular anastomotic coupler in breast reconstruction. J plast reconstr surg. 2010; 125(3) : 792-798.